Event description:
Customer reportedly obtained results of 500mg/dl and 70mg/dl on the advantage test system within 10 minutes. Customer states they took 20 units of n insulin after the result of 500mg/dl. No adverse event reported. No quality controls were used. Info suggests comparison was performed in the home. Requested return of suspect test system and replacement was sent. Advantage test system: strip lot 549222, exp 10/31/07, cat/2030365.

Manufacturer narrative:
Suspect device: comfort curve test strips.